Event description:
The customer reported to philips that the unit had a broken touchscreen. It is unknown if the unit was in use on a patient at the time of the reported event or if there was patient harm or injury. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.